Event description:
Left radial artery catheter placed in '09, by physician without complication. Site rite used with good waveform. In the next day during the removal of the arterial catheter by the nurse, the catheter came out prior to the nurse pulling on the catheter. It was discovered the catheter was not intact. Ultrasound confirmed foreign body in radial artery. Patient taken to surgery for removal.